Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, oncology ward patient to the sedation clinic for PICC catheterization, the nurse pushed the saline with resistance, pumping back with blood, suspected vasospasm, and asked the patient to return to the ward to rest. On the next day of catheterization, the nurse pushed the saline still had resistance, no blood return, unable to infuse and use, suspected subcutaneous folding tube, after the patient's request, signed informed consent, removed the PICC catheter, the patient had no discomfort. In vitro inspection of the catheter, the catheter was intact, and there was resistance to saline infusion. No other information was provided.